Event description:
It was reported, the physician attached a syringe to the sheath and attempted to draw blood into the syringe. When he withdrew the plunger, air and blood entered the syringe. The syringe was exchanged and the physician withdrew the plunger a few more times, but air and blood continued to enter the syringe. There was no harm to the pt. The physician suspected that there was an air leak somewhere in the sheath.

Manufacturer narrative:
We are awaiting device receipt. A f/u report will be submitted once the investigation has been completed. Date report submitted to FDA by MFR: 09/18/09. Date the initial reporter provided the info to the MFR: 09/11/09.